Event description:
A third-party service agent contacted physio-control to report that their device failed to provide defibrillation therapy. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue was unable to be determined.

Manufacturer narrative:
Catalog # of this MDR indicates: unk_smp. Catalog # of this MDR should indicate: 70402-000037. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their device failed to provide defibrillation therapy. There was no patient involvement in the reported event.